Manufacturer narrative:
This device is used for therapeutic purposes. (1) high speed frontal finesse bur (1883070hs); lot: 0206176242; manufactured: september 18, 2012; use before date: september 16, 2020; returned to medtronic: may 28, 2013. (B)(4). Device was returned to medtronic¿s international location and is currently in transit to the us manufacturing site for evaluation purposes. The device was returned, evaluation is anticipated but not yet begun. (B)(4).

Event description:
It was reported that 2 medtronic high speed burs broke during surgery. Another bur was opened and along with manual instruments, the doctor was able to continue and successfully complete the case. It was confirmed that it was a clean break with all pieces successfully retrieved, therefore not impacting the patient or delaying surgery.

Manufacturer narrative:
Date device returned (B)(4) 2013. The two burs were returned for evaluation by the quality engineering team. The product analysis found the devices were returned in a condition that demonstrated use. The returned product and labeling confirmed the product identification of item #1883070hs from lot #0206176242 and item #1883670hs from lot #67889000. Observations: both samples exhibited similar failure as the inner spiral wrap on both samples was found hyperextended at the tip. The bur tips on both samples were not broken / detached from the inner spiral wrap. On second sample the tip was also found disoriented likely due to the manner in which the device was used by the customer during procedure. The inner spiral wraps on both the samples were hyperextended close to the distal tip. The inner spiral wrap assembly could not be removed from the outer tube since both samples were curved burs. The hubs on both samples were found free of damage indicating no misloading of device had occurred. No damages were noticed to the outer tube. Based on the product analysis findings the most likely root cause on both devices to be the result of misuse/user error, of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.